Manufacturer narrative:
The unit had no unexpected motor error alarms. The unit passed the displacement test, rewind test, basic occlusion test, prime test, occlusion test, and excessive no delivery test. The motor was tested outside of the unit and passed. The unit had a grinding motor noise during the displacement and rewind test due to a faulty motor. The unit had a minor scratched display window, a cracked reservoir tube lip, a scratched reservoir tube window, and cracked battery tube threads. (B)(4).

Event description:
The customer called in to report a motor error alarm during basal rates. The customer's blood glucose level was unknown. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.